Event description:
The customer reported that the device does not power up on ac power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physico-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.